Manufacturer narrative:
The actual device has been returned and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath leaked from the valve persistently during the procedure from the time the catheter was inserted until the sheath was removed from the body; blood loss was less than 250ml; the procedure was completed successfully; and the patient was reported as stable, no injury or medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the sheath revealed no anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. Visual examination of the samples confirmed there were no defects. Leakage testing revealed no leakage of the devices. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Based on the investigation, the retention samples were found to be normal product. It is unclear if the off-center anomaly found on the return sample may have led to the reported leakage. The exact cause of the reported event cannot be definitively determined and a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.